Event description:
It was reported that while in the cath lab, md inserted iab & switched on iabp. Pump immediately alarmed high pressure and stopped. Monitor identified that balloon was inflated & could not be deflated. Md attempted to use syringe to deflate balloon, but it did not work. Iabp was exchanged, but problem remained same. Md removed iab & replaced it w/another. Problem was solved. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.